Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter control solution results read inaccurately. The reporter indicated that the meter readings were "112, 117, 118, and 119 mg/dl." This complaint is being reported because the reported results are not within lifescan's criteria. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.